Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Ref- (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref- (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref- (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Event description:
Ref- (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref- (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Ref- (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref- (B)(4).

Event description:
Ref- tw # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Manufacturer narrative:
We are aware that this is past the 30 day deadline for reporting. In december, 2017 a transfer of dispatch responsibilities for customer product complaints was made within the company¿s departments. As a consequence of those activities it was discovered that in hindsight, some reactive service notifications had not been transferred into our complaint handling system for a limited period of a few months. After we realized this we have reviewed, and have identified the enclosed complaint as being reportable. As a consequence it is being filed late. Efforts were planned and are being taken to address the issue. The issue is being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
On 9th january, 2018 maquet (B)(4) became aware of an incident with one of devices- modutec. As it was stated, the end cap was broken. There was no injury reported however we decided to report the issue in abundance of caution as any part falling might be a cource of contamination. (B)(4).

Manufacturer narrative:
Getinge became aware of an incident with one of devices- modutec. As it was stated, the end cap was broken. There was no injury reported however we decided to report the issue in abundance of caution as any part falling might be a cource of contamination. It was established that when the event occurred, the surgical light did not meet its specification as the end cap shouldn¿t be in a state in which it can detach, and it contributed to event. In the time when the event occurred the device was not being used for the patient treatment. Unfortunately and despite our best efforts, subject matter experts did not receive enough information to conduct the technical investigation. It wasn¿t established which end cap was mentioned in the description. It is not possible to determine the root cause however the most likely root cause is related to collision. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time. We believe that our devices are performing correctly on the market.

Event description:
Ref- (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
(B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Ref- (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref- (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref- (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref- (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref- (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref- (B)(4).